Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
[Oral-b 3500] burned while it was charging [device catching fire] . Case narrative: consumer stated via phone that oral-b 3500 toothbrush burned while it was charging. No injury was reported. Follow up 23-mar-2026: lot code added. No injury was reported.

Event description:
[Oral-b 3500] burned while it was charging [device catching fire]. Case narrative: consumer stated via phone that oral-b 3500 toothbrush burned while it was charging. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.